Event description:
It was reported that a shaft fracture occurred. The target lesion was located in the left anterior descending artery (lad). The physician was using a guidezilla 145 5-in-6 guide catheter extension, during the procedure the device broke at the transition point between the shaft and the guide extension piece. The extension portion of the guidezilla was floating inside the guide catheter. The device along with the unspecified guide catheter were able to be removed from the patient and nothing was left inside the patient. The procedure was completed with another guidezilla. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).